Event description:
It was reported that the right ventricular lead exhibited gradual increase in impedance, and exceeded the upper monitoring limit. All other electrical measurements were normal. Programming change was discussed, and the patient would continue to be monitored. No patient symptoms or additional information was available.